Event description:
Patient was treated for an intertrochanteric fracture with placement of a trochanteric fixation nail (tfn), helical blade and screw on (B)(6) 2012. Patient complained of pain. Patient was returned to the o.r. On (B)(6) 2013 for removal of hardware. It was unclear if patient had healed so the patient was revised to a femur locking plate construct. This is 2 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.